Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. Device evaluated by MFR: a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument¿s performance. The fse inspected the wash/ precision valve assembly and noted dried buffer in valve and excess wear around valve stator. Fse replaced the precision/ wash valve assembly. Fse then performed system check and quality control (qc) which passed, and noted no further issues. In conclusion, the cause of the non-reproducible elevated troponin I (access accutni+3) result is a hardware malfunction.

Event description:
On march 14, 2019 the customer reported on (B)(6) 2019, a non-reproducible elevated troponin I (access accutni+3) result had been generated on the customer's access 2 immunoassay system (serial number (B)(4)) for one patient sample. The initial elevated access accutni+3 result of 0.344 ng/ml was released from the laboratory. The customer reanalyzed the patient's sample on their other access 2 immunoassay system (serial number (B)(4)) with a result of 0.017 ng/ml. The customer did not report a normal reference range. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was admitted to the hospital and was administered aspirin and a heparin drip. System check and quality control (qc) was within specifications prior to the event but customer noted qc was failing after the event. Customer recalibrated accutni+3 assay which passed but noted qc still failing. Sample was collected in a lithium heparin plasma collection tube with a gel barrier and was centrifuged in a statspin for 3 minutes at 5100 rpm. Sample was initially tested in primary tube on access 2 immunoassay system serial number (B)(4), and was respun and reanalyzed in primary tube for on access 2 immunoassay instrument serial number (B)(4).